Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized on (B)(6) 2020 due to complaints of dizziness, fatigue, lightheadedness, palpitation and worsening shortness of breath. The patient reported 3 episodes of large, dark brown stool followed by 4 days of constipation. The patient detailed experiencing satiety, worsening chronic abdominal pain and poor appetite as well as 5 pound weight loss. Hemoglobin levels decreased from the previous visit. Furosemide, warfarin and aspirin were held upon admission. The subject received 1 unit of packed red blood cells. Gi was consulted due to worsening anemia possibly due to oral iron supplement discontinuation and possible slow bleeding from colonic angiodysplasia. Over the course of admission, the patient received 200 mg of intravenous iron. The vad coordinator noted frequent power cable disconnect alarms that occurred on both battery and wall power. The patient's system controller was exchanged with no adverse effects. The patient was discharged home on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.